Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition, a cracked right and left plunger case and visible contamination by the a/c cord retainer. The event history log was reviewed and there was primary audible alarm several times as well as an acu watchdog as a sympathy alarm. Power up and infusion/occlusion tests were performed. The reported issue was unable to be duplicated. The j9 connector was fully seated and glue was not intact on mating surfaces of the j9 connection. The cause of the issue is unknown since no external damage or contamination was found on the interconnect board or speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a watchdog error and an audible alarm error. There was no reported adverse event.